Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed but the issue persisted. The twos resolved two days later and the physician determined that an electrolyte imbalance may have been the cause of the twos. The lead remains in use. No patient complications have been reported as a result of this event.